Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, they just received the packaging of an inlay optima stent 7chx28cm, along with the stent, from the operating room. Upon unpacking the stent, they noticed a small tear at one end. They kept the stent and packaging separate and would appreciate hearing what should be done with stent.